Event description:
It was reported that the end of the carrier broke off in patient's neck while the physician was pulling extensions through. Both extensions were replaced because physician was concerned extensions may have been damaged. The patient recovered without sequela.